Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) leads. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. In this case, due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b1, b4, b5, g3, g6, h2, h6, h10. Investigation is ongoing.

Event description:
As reported to the implant patient registry (ipr), 11 months, 2 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted. Per medical record review, penetration of the aortic root by the pre-existing tavr valve after the mitral and tricuspid valve replacements is the reason for tavr explant.

Manufacturer narrative:
Investigation is ongoing. H3 other text: device not returned.

Event description:
As reported to the implant patient registry (ipr), 11 months, 2 days post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted. The reason for explant is unknown at this time.